Event description:
A medwatch was received stating "during an orthofix procedure, while dr was working on right leg with bovie, pt was noted to have 3 burns on left thigh. Burns were 2.5cm x 1.3cm, 4cm x 2cm, and 1mm x 5mm in size, all 2nd-3rd degree in severity. Physician stated they "looked like bovie burns". Physician said the bovie wasn't on because it didn't make the distinctive noise it does, when it's on". The customer was contacted for more info. It was indicated that one of the burns was shaped like the pencil; another looked like the tip of the pencil/blade. It was unknown if the surgeon used a holster during the procedure. It was also indicated that the pt will need plastic surgery. The generator was checked by their biomed and put back into service. The pencil will be returned for evaluation.